Manufacturer narrative:
The lead was not returned to saluda. The root cause for the fluid discharge could not be definitively determined. The evoke scs system surgical guide states "after implantation of the evoke system, patients should take care to allow adequate healing and ensure that the leads and cls do not move... Patients may experience temporary pain at the implant site as the incisions heal after the surgery." The manufacturing records were reviewed, and the product met all requirements for release with no anomalies detected.

Event description:
A patient underwent a trial with evoke spinal cord stimulation (scs) system. Following removal of trial leads the patient reported fluid discharge from the incision site. The patient was evaluated in emergency room, and the incision site was sutured.